Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had multiple issues. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they received battery out limit alert twice. The customer stated that the insulin pump alarmed even after battery change. They were able to clear the alarm as well as rewind the alarm. The customer stated that there were small air bubbles on the tubing. The customer stated that the batteries were not out of the insulin pump greater than the duration allowed by the insulin pump. The alarm did not occur with the first battery installation after the customer received insulin pump in the shipping mode. The alarm history showed that the customer has received multiple battery out limit alarms when batteries were out of the insulin pump for less than one minute. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm and no unexpected battery power loss anomaly noted during test.